Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic jejuno-jejuno anastomosis procedure, the device had an unknown issue and bypass was needed to prevent a permanent impairment of a function. The surgeon has to took a yarns to strengthen the staple line.